Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes d10: returned to manufacturer on: 3/10/2021. H6: investigation: mgit 960 supplement kit batch 0198641 is composed of mgit panta batch 0198633 and mgit 960 growth supplement oadc batch 0198635. The batch history record review for mgit 960 supplement kit batch 0198641 was satisfactory. No quality notifications were generated during manufacturing and one other complaint has been taken on this kit batch for contamination. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 0198633 and mgit 960 growth supplement oadc batch 0198635 were satisfactory and no notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release for both component batches. The release testing that is performed each component does include media appearance. No foreign objects were observed in qc samples at the time of release of either batch. If foreign matter had been noted during qc testing, the product would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. Retentions for panta batch 0198633 (10 vials) and growth supplement batch 0198635 (10 vials) were available for inspection. For panta batch 0198633, 10/10 retention vials had no appearance defects and no foreign materials were observed from visual inspection. For growth supplement oadc batch 0198635, 10/10 retention vials had no appearance defects and no foreign materials were observed from visual inspection. For further investigation, two panta vials from batch 0198633 were reconstituted with two growth supplement vials from batch 0198635. One reconstituted panta vial and the remaining growth supplement in the vial were then incubated at 20-25 degrees celsius and one reconstituted panta vial and the remaining growth supplement in the vial were incubated at 33-37 degrees celsius. At seven days incubation, no microbial growth was observed in the vials incubated at either temperature. Five photos were received to assist with the investigation. The first photo shows one unopened growth supplement and one unopened panta vial in an opened kit carton. The next two photos focus on the growth supplement vial label from batch 0198635. The fourth photo zooms in on the growth supplement vial to feature what appears to be white particles throughout the media. The last photo features a kit carton label from batch 0198641 for verification. Return samples also were received for investigation. One unopened growth supplement vial from batch 0198635 and one unopened panta vial from batch 0198633 was returned in a kit carton from batch 0198641 shipped in a box with bubble wrap. The panta media is still lyophilized and does not have any obvious defects from visual inspection. The growth supplement vial returned has white, flaky particles in the media. There were numerous particles that varied in size from approximately 1 to 5mm. The particles were determined not to be biological after attempts made to subculture and grow the particles did not yield any microbial growth. The particles were examined under the microscope and determined to be paper. This complaint has been confirmed for foreign materials. During manufacturing, media is sterile filtered and dispensed into heat-sterilized vials in an aseptic processing area. Particles the size observed in the return vial could not be introduced into a vial from the media or during filling. The manufacturing process has been engineered to minimize exposure of the vials to particles and foreign materials. For this complaint, it could not be determined when paper entered the affected vial. After filling, stoppering and crimping, vials are to be 100% inspected per procedures and non-conforming vials, including those containing foreign materials, are to be discarded. The packaging of a vial with foreign materials into a kit was a human error. As a corrective action for foreign materials in the vial, retraining was conducted for inspection for foreign materials. Bd will continue to trend complaints for foreign materials. This product does not have a sterile claim. Prior to use, tubes and vials should inspected for contamination, foreign materials or damage. Products that appear unsuitable for use should not be used.

Event description:
It was reported that prior to use with bd bactec¿ mgit¿ 960 supplement kit "white mold" was discovered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bactec¿ mgit¿ 960 supplement kit "white mold" was discovered.